Event description:
Patient had a resolute integrity rx stent implanted without any reported issues. Post implant, it is reported the patient has been experiencing a reaction to the des from either the drug or the stent.

Manufacturer narrative:
Evaluation results: (root cause unknown). Inherent risk of procedure - (reaction). No results available since no evaluation performed - (device or procedural images were not provided for review). Evaluation conclusions: inherent risk of procedure - (reaction). Unable to confirm complaint - (device or procedural images were not provided for review). (Root cause unknown). (B)(4).